Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 196", "bridge short" and "pace fault 117" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The complainant was contacted for return of the product. The product has not been returned for evaluation.

Manufacturer narrative:
The device was returned to zoll medical united kingdom. The reported complaint of "defib fault 196" and "pacer fault 117" were observed and the hv module and bridge board were replaced to resolve the malfunction. The reported complaint of "fault 195" was not observed and the bridge board and hv module were replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complainant is still under investigation.